Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
There is no allegation against the leads therefore they are no longer reportable.

Event description:
Additional information indicates surgical intervention was undertaken wherein just the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2024-00404. It was reported that both patients leads have high impedances and patient is unable to enter MRI mode. As a result, surgical intervention may be undertaken to address the issue.